Event description:
An advocate stated the customer accidentally applied control solution to her eye. There were no serious effects alleged. The caller was provided with the information on how to obtain the material safety data sheet.